Event description:
This pt had a left total knee arthroplasty in 1995. They have evidence of a failed loosening of the left total knee arthroplasty. It does show some extension of the femoral component with bone absorption and loosening to the bone and a cement prosthesis interface. They are chronically swollen and have a painful limp. The pt was admitted for a left total knee arthroplasty.